Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 12:20:03. During night drain cycle one, the patient's ultrafiltration reading was 747ml, indicating the home patient drained 747ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.